Event description:
It was reported through clinic notes that the patient's generator had been disabled 6 months post-implant was never turned back on. The notes also report increased seizures after implant, the notes also indicated that the patient tried vns for 6 months, but there was no noticeable difference so it was turned off. The patient's clinician checked the patient's device at the time of this report; the device was still disabled and impedance was ok. The manufacturer's programming history database indicated that the patient's normal mode output current was disabled approximately 2 years after implant and that their generator was completely disabled approximately 4 and a half years after implant. No further relevant information has been received to date.